Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing noise. The lead impedance had significantly changed as well. The lead was capped.